Event description:
It was reported that one day post implant, the left ventricular lead exhibited increased threshold. A fluoroscopy revealed the lead dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).